Manufacturer narrative:
Physio-control provided the customer with troubleshooting support. The device was not returned for evaluation and the reported issue could not be verified and cause could not be determined. Device not returned for evaluation.

Event description:
The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section b5 describe event or problem of the initial medwatch report indicated: the customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event. Section b5 describe event or problem of the initial medwatch report should indicate: the customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. The customer also reported that while testing the unit failed to deliver a shock once, but was successful the next two times. There was no report of patient use associated with the reported event. Additional mfg narrative: physio-control evaluated the device and verified the reported service event code, however was not able to duplicate the reported issue of device failing to deliver a shock. The main keypad assembly was replaced to correct the issue. The device passed functional and performance testing and the device was returned to the customer. The cause of the reported issue was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. When this occurs service event code a00b is logged by the device memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.